Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Excess debris build up inside of sheath and head assembly. Shaft inside of head locked up and will not move. When sheath was attached to handpiece and air was applied. Handpiece spun sheath which attempted to spin a locked up gear assembly inside of head. That caused whole head to spin.

Event description:
It was reported that a midwest low speed straight attachment would not hold burs; no injury resulted.